Event description:
Information was received that after switching to a smiths medical blue line ultra suctionaid tracheostomy, the patient's condition worsened. Pain was brought on, and their respiratory condition declined. No patient injury resulted.